Event description:
While disposing of the glass capillaries from a lightcycler 2. 0 run, the operator sustained a finger stick (through a glove) from a broken capillary tube. The operator used the lightcycler 2.0 capillary releaser to raise the capillaries, but one broke and was unobserved so that when pressing the capillaries out of the carousel, the broken capillary caused a finger stick. The capillaries were from a run that contained samples for cmv, hiv and hcv. At least one of the samples was positive for hcv and hiv. Since the capillaries were already disposed of, it was not possible to match the offending capillary position to a patient sample test result. Immediately following the stick, the customer washed hands and allowed the injury to bleed. Medical treatment was received. Blood was drawn for baseline testing as well as follow up testing at 6wks, 3 and 5 mos. Antiviral treatment (combivir) is being taken.

Manufacturer narrative:
The product operator's manual contains instructions for the proper handling of capillaries for disposal. Insufficient information available to complete investigation.